Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was full hight matrix drawer failure. The field service engineer swapped the full hight matrix drawer with the full cubie drawer from a different device. Functionality has been confirmed and testing was successful. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the matrix drawer return bin was inadequately equipped and requires replacement with the matrix drawer. The customer reported that the malfunction occurred while attempting to issue medication to the patient, resulting in a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.